Manufacturer narrative:
Product in complaint was returned to zoll on 10/23/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
An initial call came in on (B)(6) 2015, for a patient weighing 200 ibs that was involved in a motor vehicle accident (mva), which occurred on a multi-lane highway. The cardiac arrest was witnessed. The patient was driving on the highway when suddenly he became unresponsive and veered into oncoming traffic. The patient's wife then yanked the steering wheel to get back into their lane and subsequently caused the vehicle (duelie truck with camper and towing a trailer) to overturn. Bystander CPR was performed by an off duty paramedic and was started at approximately at 0930. Other agencies that were on scene included state troopers, bystanders and exiter ambulance. The patient was placed onto the autopulse platform correctly. The patient and autopulse were then placed onto a backboard. The autopulse platform was deployed without any issues. The autopulse platform attempted to initiate compressions, however the device then stopped and displayed a "check patient alignment" message. The customer verified that the patient was aligned and secured properly. The customer also checked the position of the lifeband and found that it was twisted, however this was not observed prior to installation. The autopulse was unable to perform any compressions. Patient was extricated via backboard and taken to the ambulance. Transport to the hospital was approximately 14 minutes. Patient was given acls drugs, 2 defibrillator shocks and manual CPR was continued in the ambulance. The autopulse was removed from under the patient in the emergency room (ER) at (B)(6) hospital and was pronounced dead shortly after arrival at approximately 10:15. Return of spontaneous circulation (rosc) was never achieved. It is unknown if an autopsy report is complete or available. The cause of cardiac arrest and death are unknown. However, per customer the patient's death was not related to use of the autopulse platform.

Manufacturer narrative:
The autopulse platform was returned to zoll for evaluation on 10/23/2015. A visual examination found no physical damage on the platform. The device passed functional tests without any fault or error report. A review of the platform's archive data was performed and found three user advisories (ua) on (B)(6) 2015. The ua errors would have caused the device to stop compressions. User advisory 7 - discrepancy between load1 and load2 too large. The patient was not placed on device correctly or possible movement of patient or board. User advisory 2 - compression tracking error occurred on the first compression. This typically occurs if the patient is misaligned on the platform or the lifeband is opened. The load cell characterization test confirmed both load cell modules are functioning within the specification. User advisory 12 - lifeband not present occurred during the date of the reported event. The belt clip was not detected in the spool shaft. Inspected and verified that the two screws of the life band clip reset switch are torqued to specification. Using a standard belt clip tool, verified the switch closes and that the platform does not fault to ua 12. In summary, the reported complaint of the lifeband to be twisted could not be evaluated as the lifeband was not returned with the autopulse platform. The archive data showed three ua alerts. A simulated testing was performed using a mannequin patient test fixture for several hours, and did not duplicate any of the user advisories or faults. The autopulse has passed all the testing and meets all required specifications.